Event description:
On 17/aug/2023 during follow-up for file (B)(4), fresenius became aware this 65-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to peritonitis and will be transitioning to hemodialysis (hd). During follow-up, the patient¿s home program manager (hpm) reported the patient presented to the emergency room on (B)(6) 2023 with confusion, complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbs elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) cefazolin 1500 mg daily, and vancomycin every other day for 14 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2023, and the patient¿s vancomycin was discontinued. Although the rationale is currently unknown (discharge summary unavailable), the patient¿s pd catheter (not a fresenius product) was surgically removed on (B)(6) 2023, and a temporary hd catheter (not a fresenius product) was placed. The patient began undergoing hd therapy on (B)(6) 2023 and tolerated the transition well. The patient was discharged on (B)(6) 2023 in stable condition and is recovering from the serious adverse events. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn reported causality was attributed to an unspecified touch contamination event due to their non-compliance with pre/port treatment hand hygiene. The patient will remain on hd until their antibiotic course is completed, after which the patient will be evaluated for a possible return to pd.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis (characterized by confusion, abdominal pain and cloudy peritoneal effluent fluid), which warranted hospitalization, antibiotic therapy, pd catheter removal and the temporary transition to hd. The hpm attributed causality to an unspecified touch contamination event, as the patient frequently fails to perform hand hygiene prior to initiating and discontinuing treatment. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
On (B)(6) 2023 during follow-up for file (B)(6), fresenius became aware this 65-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to peritonitis and will be transitioning to hemodialysis (hd). During follow-up, the patient¿s home program manager (hpm) reported the patient presented to the emergency room on (B)(6) 2023 with confusion, complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbs elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) cefazolin 1500 mg daily, and vancomycin every other day for 14 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2023, and the patient¿s vancomycin was discontinued. Although the rationale is currently unknown (discharge summary unavailable), the patient¿s pd catheter (not a fresenius product) was surgically removed on (B)(6) 2023, and a temporary hd catheter (not a fresenius product) was placed. The patient began undergoing hd therapy on (B)(6)2023 and tolerated the transition well. The patient was discharged on (B)(6) 2023 in stable condition and is recovering from the serious adverse events. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn reported causality was attributed to an unspecified touch contamination event due to their non-compliance with pre/port treatment hand hygiene. The patient will remain on hd until their antibiotic course is completed, after which the patient will be evaluated for a possible return to pd.